Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, xerostomia, immediate implantation, mobility. Patient recently diagnosed with severe osteoporosis. After implant treatment.